Event description:
The device was used during a thoracic procedure. Reportedly, component was missing and bleeding occurred. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.